Event description:
It was reported that the procedure was to treat a lesion in the circumflex artery. The 2.75 x 12 mm nc trek balloon catheter was prepared per the instructions for use, prior to use in the anatomy. The nc trek was advanced without issue and inflated to an unknown pressure; however, the balloon would not fully inflate. The device was easily removed, and a new nc trek balloon catheter was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The cause(s) of the reported inflation difficulty could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.